Event description:
Sales rep reported that during 2 different cemented exeter surgeries, they used a 14mm exeter cement plug. During both operations, the plug broke. This had happened one week earlier, also with a size 14mm. The surgeon doesn't know which 2 out of the 4 lot numbers went broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Updated manufacture date based on additional information. An event regarding a fractured device involving an exeter 2.5 I m plug 14mm was reported. The event was not confirmed. There is no indication that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device is needed to complete the investigation for determining the root cause.

Event description:
Sales rep reported that during 2 different cemented exeter surgeries, they used a 14mm exeter cement plug. During both operations, the plug broke. This had happened one week earlier, also with a size 14mm. The surgeon doesn't know which 2 out of the 4 lot numbers went broken.